Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampons have come apart [device breakage]. Case description: consumer reported via e-mail that tampons have come apart. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on march 22, 2022. An investigation is in progress for returned product received on march 16, 2022.

Event description:
Tampons have come apart [device breakage]. Case narrative: consumer reported via e-mail that tampons have come apart. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampons have come apart [device breakage] case narrative: consumer reported via e-mail that tampons have come apart. No injury reported.